Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the aviva system. The patient received a blood glucose result of 48 mg/dl for two weeks prior to the event. The patient started to have symptoms of dizziness on (B)(6) 2019. Her dizziness started to get worst and she also experienced loss of appetite and extreme thirst. A family member took her to the hospital on (B)(6) 2019 between 8:00 p.m. And 9:00 p.m. The blood glucose result at the hospital was 1,048 mg/dl. The blood glucose result on the patient's aviva meter was 48 mg/dl taken 30 to 45 minutes prior to the hospital result. The patient was treated with an unknown IV and she was released from the hospital on (B)(6) 2019. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.